Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed an error once during the troubleshoot process for sensor error alarms. The blood glucose reading was 58 mg/dl. The customer was advised that the alarm he referred to was not an alarm that existed for that particular version of the insulin pump. No significant events leading to the alarm were observed. Advised replacement of the insulin pump, since it appeared that the alarm he reported did not exist. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.